Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer's current blood glucose level was 16 mmol/l at the time of the incident. The customer reported the reservoir compartments clear plastic o ring has fallen off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The device was received with partially broken off reservoir tube lip, missing retainer and reservoir tube lip o-ring. Unable to perform displacement test due to physical damage. The device was received with faded serial number label, cracked case on the back at the battery tube area, cracked battery tube threads, minor scratched display window, case and keypad overlay.